Event description:
It was reported to vyaire medical that the avea ventilator was causing strange intermittent vte (exhaled tidal volume) waveforms that are high and low. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.